Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, severe scleral inflammation (scleritis), was deemed to meet serious injury criteria necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse(+) lidocaine injectable implant, lot number a00107880, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances reports, corrective/preventive actions related to this lot.

Event description:
This MDR is related to MDR 3013840437-2023-00106 and 3013840437-2021-00107 referring to the same patient. This spontaneous report was received from a canadian physician and concerns a female patient. She was injected periosteal with a total of 0.6 ml of radiesse(+), on (B)(6) 2023, into the temples (off label use of device). Batch number was reported as a00107880 (expiry date: 02/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00107880 (expiry date: 02/2025). A lot search in the global safety database was conducted. Radiesse(+) was undiluted, 0.3 ml was injected per temple with a needle. As reporter, no more than 1.2 ml boluses was injected before moving needle. On (B)(6) 2023, after the radiesse(+) injection, the patient experienced that the left side began to feel full and painful. The left eye had double vision with central scotoma and the temporal artery was palpable. The patient received 3000 units of hyaluronidase with lots of saline, chewed aspirin (reported as aspirin) 325 mg, heat and ocular massage were provided. There was no change to the vision. Patients pupils were equal and reactive but left eye had no ability to abduct. On (B)(6) 2023, the patient was transferred to the emergency room (ER) and had a CT scan which was unremarkable. In the night she was transferred for a hyperbaric treatment. On (B)(6) 2023, there was no improvement on the vision loss to patients left eye. On (B)(6) 2023, she had an angiography fluorescein exam that revealed few retinal ischemia spots. On (B)(6) 2023, the patients pupil was a little better but she had a deep paralysis of extra eye movements. She was supposed to see the ophtalmologist in the afternoon. The patient still had an ischemic injury to some key muscles around the eye due to what was believed was an occlusion of a small branch of zygomatic vasculature. The extent of the injury and prognosis was not clear at the time of the report. She remained unable to move her left eye out or up and still has pain. She was in a long optho appt for several tests then back to a hyperbaric dive (as reported). On (B)(6) 2023, the patient had normal central vision and paracentral scotoma (retinal ischemia and probable choroid). Severe scleral inflammation with risk of ischemia. She had 20 diopters of esotropy in the eye point inside and more than 20 diopters of hypotrophy in the eye point at the bottom and pain. The ophthalmologist wanted to see the patient again to give cortisone in drops and ointment, also to redo hyaluronidase and hyperbaric room. Due to the provided information, the outcome of the events was considered as not resolved. Follow-up information was received on 06-oct-2023: the patient was injected with a total of 0.4 ml of radiesse(+) into the left temporal fossa, for a less-skeletonized face and temporal hallowing. She was injected 4 times with 0.1 ml of radiesse(+). Temporal artery, temporal crest and orbital rim were identified and marked. A needle was used, down to periosteum. Similar technique was used on the patients right temporal fossa. Radiesse(+) was not diluted. The patient was not injected with other products in the area. The patient was previously treated with hyaluronic acid (ha) fillers and calcium hydroxylapatite (caha) based fillers, with no adverse events. She was otherwise healthy. The patients medical history included allergy to topical clindamycin. Past medication included clindamycin. The patient was not taking any other medications at the time of the event. In the opinion of the reporter, the events were certainly related to the dermal filler injection (changed from reasonable possibility to highly definite). The patient had multiple corrective treatments that included repeated hyaluronidase injections, acetylsalicylic acid 650 mg (per oral x 1) and 81 mg daily thereafter, orbital massage, temporal massage hyperoxygenation, hyper-ventilation, heat packs, normal saline (ns) infiltration, cannulation of the left temporal artery and injection of hyaluronidase, timolol eye drops and hyperbaric oxygen treatment (twice daily) which was ongoing. The patients deficits continued and were debilitating. She had a central scotoma and felt deficit on the left. She had significant strabismus and associated diplopia secondary to paralysis of her lateral and superior rectus muscles. This caused significant functional and cosmetic impairment. Although seemingly fruitless, her immediate deficits required immediate emergency care and attempted reversal but unfortunately they did not result in the desired outcome. The outcome of the events remained unchanged. In the opinion of the reporter, the events were certainly related to the dermal filler injection (changed from reasonable possibility to highly probable).